Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the home button on their device was stuck, which caused several other buttons including the analyze button to function intermittently. In this state, the device may have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.